Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). The exact event date was not available, therefore the date 10/01/2025 was used as an estimate, based on the reported onset occurring october 2025. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, fluid leak, inflation issue and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which it was confirmed that the pump did not inflate and that one of the cylinders had a pinhole leak. No saline remained in the reservoir. The device was explanted and replaced. There were no reported patient complications.